Event description:
Patient status post implantation, level c3-4, returned to surgeon for a follow up visit. An x-ray, revealed the screw backing out of the plate. Surgeon is monitoring the patient and is not revising at this time. This is one of two reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device was not explanted. Synthes is not able to provide the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.